Event description:
Under-infusion. No pt injury reported. Drug being administered was pitocin in the labor and delivery dept. The therapy was continuous. The device ran for 3 hours before the occurrence. The rate was set for 30ml/hr; however, it was changed a few times by the user. Approx 270ml remained in the IV container. The device was swapped out with a different device, which ran without issues at the same settings with the same cassette.

Manufacturer narrative:
The eval is currently underway. A f/u report will be initiated when the eval is complete.